Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 6947, implantable tachy lead, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial lead impedance had fluctuated for about one and a half years, which was as far as the lead trend data indicated. Each week there was a high impedance, as well as lower impedances. Far-field r wave (ffrw) oversensing was also noted. During a routine device replacement procedure, the lead was connected to the new device and the impedances were again erratic. The physician chose to continue usage of the lead. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.